Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a lead integrity alert had triggered due to sensing integrity counter (sic) and high rate non-sustained episodes on the right ventricular (rv) lead. There appeared to be inappropriate therapies due to t-wave oversensing (twos) as twos was noted on the treated events. The rv lead was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.